Manufacturer narrative:
The axiem communication cable and the field generator for this system were returned. However, the reported issue could not be d uplicated with either of the returned parts and neither could the returned parts be found to have any faults. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a functional endoscopic sinus surgery (fess) procedure. It was reported that a localizer not connected message was displayed on the navigation system. Rebooting the system multiple times did not resolve the issue. Site stated that side panel was taken off to check the emitter connection and reseated the cable. Emitter was not making any noise, but site confirmed that emitter was turned on. Rebooting the system again did not resolve the issue. The procedure was completed without the use of navigation. There was no delay. No known impact on patient outcome.